Manufacturer narrative:
The device was returned for evaluation and the clinical observation could not be confirmed. As received, the implant coil found stretched with broken the polypropylene filament and detached from the pushwire. The instant detacher was not returned as it was discarded. The tack weld replacement (twr) crimps were found broken; however, the pushwire was found intact distal to the break indicator at the manual detachment location. Additionally, the pushwire was found bent at several locations from the proximal end. The instant detacher was not returned; therefore, any contributing factors from the instant detacher could not be assessed. The difficulty during detachment with the instant detacher could not be determined. The tack weld replacement (twr) crimps were found broken and this is evidence that the instant detacher was successful at actuating the detachment mechanism. In regards to the difficulty during detachment with the manual method of detachment (via hypotube), it is likely that the customer did not break the hypotube as instructed in the concerto coil instructions for use (IFU). It is possible that the implant coil stretched and became detached from the pushwire during removal of the concerto coil from the patient. All devices are 100% inspected for damages and irregularities during manufacture. Per the concerto detachable coil and i.d. (Instant detacher) instructions for use (IFU): directions for use: ¿if the coil does not detach after 3 attempts, discard the i.d. (Instant detacher) and replace with a new i.d. (Instant detacher). Also, in the rare event that the coil does not detach and cannot be removed from the implant delivery pusher, use the following steps for detachment. A. Grip the hypotube approximately 5 cm distal of the positive load indicator at the hypotube break indicator and bend the implant delivery pusher just distal to the hbi 180 degrees. B. Next straighten the pusher back, continue bending and straightening until the pusher tubing opens exposing the release element. C. Gently separate the proximal and distal ends of the open pusher. Then, under fluoroscopy, pull the proximal portion of the implant delivery pusher approximately 2-3 cm to confirm implant detachment per IFU.¿ if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The concerto coil was not returned for analysis; therefore, no definitive conclusion can be drawn regarding the clinical observation. However, the device is pending return. Upon receipt of the device and/or additional information a supplemental report will be filed.

Event description:
Medtronic received information that during coil embolization treatment of an ovarian vein, this coil would not detach with an instant detacher or by using the manual detachment method (breaking hypotube method; an alternative method presented in the instruction for use). It was reported that the physician attempted to detach the coil twice with the instant detacher and one time using the manual detachment method. The coil was snared out due to recognition of foreign filament presence. When snaring the filament, the coil came with the filament. No additional coil was implanted, and the procedure was completed. No patient injury was reported.